Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur.

Manufacturer narrative:
The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The estimated longevity range would have been 3.2 years up to 6.5 years +/- .25-year per ¿ (B)(4), when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 3660. The device was used in program #3 over 70% of the time with an estimated longevity of 3.2 years. The total stimulation on time was 3.76 years, suggesting the device had normal battery depletion at the time of the observation. It was noted the device had not declared end of life (eol). As such, this device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2023-00872. The patient had the ipg explanted and replaced to address the issue.